Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose and was hospitalized due to diabetes ketoacidosis. The customer was hospitalized for a couple of days. The customer's blood glucose at the time of hospitalization is unknown, due to pump not registering. The customer's current blood glucose was 197mg/dl. Customer stated a significant event leading to hospitalization was stress. What caused hospitalization was due to nothing communicating. The customer was treated with insulin drip. The customer was not wearing insulin pump at the time of hospitalization; customer removed the pump less than 48 hours ago. The customer had been experiencing vomiting and been sick. Also, the customer mentioned a low blood glucose event in the past.